Event description:
A hospital had three new asp automatic endoscope reprocessors (aer) installed. Several days later it was discovered that one of the devices was set with only a one minute disinfection cycle and not to recommended disinfection cycle time. Training and in-service had given to the hospital staff prior to its use. The situation was discovered approximately six days after the initial use. No known pt impact.